Event description:
A us distributor reported that a patient's monitor was unable to latch into an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt latch not secure) has been confirmed. Upon investigation the monitor was unable to securely latch into an electrode belt. The monitor's electrode belt receptacle pins were bent. The root cause for the bent pins could not be positively identified. No adverse event resulted from the damaged monitor.